Event description:
It was reported that during a lap splenectomy, the min button was intermittently activating when a request was made for activation. The max button worked fine. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.